Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced urge incontinence with leakage after altis procedure. Date of procedure: (B)(6) 2019. Date of onset event: (B)(6) 2016. Description of the event: de novo urge incontinence with leakage once a month treatment: after the 1st postoperative visit ((B)(6) 2016), patient took solifenacine 5mg status of the event: resolved on (B)(6) 2017 (device still implanted). The investigator, doesn't know if the event is related to the procedure or related to altis sling.